Event description:
The lay user/patient contacted lifescan and alleged that his one touch ultra meter had a power issue. The medical affairs specialist called and left a message for the pt on 11/21/05. A letter will be sent. The pt had just purchased the meter and had a power issue (battery contact issue) when trying to use the meter for the first time. At the time of troubleshooting, it was verified that this was a new product. The pt had not experienced any symptoms of high or low blood glucose at the time of concern. He went to the doctor's office and had his blood glucose tested. His blood glucose was tested on another device with a result in the "230's". It is not clear if this was the doctor's meter. The pt did not receive any medical attention or intervention. A replacement meter, control solution, and test strips were sent to the lay user/patient.